Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states that the ends are not closed and the sponge is fraying. The product was not used. The sponge was not unfolded.

Manufacturer narrative:
There were 146 samples unused, opened returned with this complaint received for evaluation. After a visual inspection, the gauze was confirmed frayed and the reported condition is confirmed. The returned product did not meet quality release specifications. The most likely root cause is un-tucked edges due to off-center gauze when pushed into the cylinder during the manufacturing process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators inspect for raw edges and fraying during the manufacture of sponge. The operator also confirms gauze alignment during setup and machine operation. The lot met all defined acceptance requirements and was released. The returned product would not meet quality control release specifications in its current condition. This information will be utilized for trending purposes to determine the need for corrective actions. A quality notice was posted at the quality spotlight board in the main hallway of the plant to raise awareness of this issue. If information is provided in the future, a supplemental report will be issued.